Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the cgm had read 98 mg/dl but the fingerstick was 55 mg/dl. The patient had a severe headache. No training or misuse causes were identified. This complaint is being reported as the patient experienced hypoglycemia related to the inaccurate readings.